Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net showing a vf episode with atp therapy. The device was post-sensed t-wave oversensing on the ventricular lead. The patient received inappropriate atp. A single undersensed small amplitude r wave following a large amplitude r wave was also noted. Programming changes were recommended. On (B)(6) 2017, the asymptomatic patient presented again to the clinic with another instance of post-sensed t-wave oversensing on the ventricular lead. The patient did not received inappropriate therapy during the oversensing. Programming changes were recommended. The device was later explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator.